Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: 27august2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for an open sternum heart procedure on (B)(6) 2015. The surgeon while using an application instrument for sternal zip fix to apply the z-tie, there was a catch in the trigger handle and the instrument would not work correctly. There was no back-up instrument available so the surgeon finished the procedure by closing with a sternal wire. The patient status/outcome is fine. There was no surgical time delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: a DHR review ((B)(4)) was performed for the returned application instrument for sternal zipfix. It was determined that the device was manufactured in (B)(4) in august 2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Further evaluation at the chu shows that this device is part of the sternal zipfix system and it is used to tension and cut the sternal zipfix implants. The device was received intact with only a few minor wear marks on the surface of the device. When the cutting mechanism is locked, the trigger compresses and releases as intended and all components move fully through their range of motion. When the cutting mechanism is unlocked, the lever arm functions as intended and the trigger is locked as intended so that the device would not cut with the implant under tension. Thus, as no functional issue was identified, the complaint condition for this device is unconfirmed and could not be replicated. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.